Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant, the patient reported radicular pain in their right leg. It was also noted that the epidural space was very tight. When epidural space was accessed, patient reported severe pain, causing physician to pull the lead. The procedure was abandoned.